Event description:
Current ICD device is on recall for intermittent battery failure. Becuase of pacemaker dependence, the pt felt need to undergo an 8icd generator change. No adverse effects to pt due to recall.